Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer got confused and forgot how to finish priming. Customer's blood glucose was 40 mg/dl to 54 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.